Event description:
When inflating the inner balloon, the outer balloon was also inflating. The inner balloon had burst causing the outer balloon to inflate which in turn caused a stent to shoot off the end of the catheter. The patient had to be taken to surgery to remove the stent.